Manufacturer narrative:
It was discovered that the legal manufacturer of the reported product is zimmer (B)(4), . The initial report was submitted under MFR report number 0001822565-2016-04451 by zimmer inc., (B)(4). All available information is covered in the report at hand. As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on december 16, 2016. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: a trend analysis could not be performed as no item number was available. Event summary: the journal article reports that a patient was implanted with a burch schneider cage and experienced poor hip scores postoperatively. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the reported event "poor hip scores" is most likely not related to a product failure. Based on the information available, no specific risks can be chosen. However, all risks are covered in dfmea. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported in a journal article, that a patient was implanted with a burch schneider cage between 1986 and 1995 on the left hip side and experienced poor hip scores postoperatively. Aaos score was iii, paprosky score 2b and harris hip score 71,88,65 at 1,2 5 years respectively. (A. J. Van koeveringe, p. E. Ochsner: revision cup arthroplasty using burch-schneider anti-protrusio cage. In: international orthopaedics (2002) 26:291-295.)